Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaint (1 product), this one included, has been recorded on advantage cementless acetabular shell 50mm, reference: p0460050, from 1 january 2017 to 1 july 2020. 1 complaint (1 product), this one included, has been recorded on advantage cementless acetabular shell 50mm, reference: (B)(4), batch: 0000057852. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup loosening 5 years after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry UK) report: review the performance of implants following a review of the data conducted in march 2019 on aura ii : on 304 primaries surgeries, 33 have been revised.

Manufacturer narrative:
(B)(4). Concomitant medical products- aura ii hip left size 6, reference p0125h06, lot 000114909. Avantage uhmwpe insert 50/28, reference p0561050, lot 000086261. Femoral head stainless/steel 28mm medium, reference p0201m28, lot 000116416. Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup loosening 5 years after implantation. No additional patient consequences were reported.